Event description:
Medtronic received information that the proglide failed to function therefore two viabahn stents (8x50 mm, 11x50mm) were implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).